Manufacturer narrative:
No sample was received for evaluation and investigation. Information provided during the investigation indicated that the leakage observed was minimal. The depth of the catheter into the connector was not known, and could allow leakage and/or disconnection if not inserted sufficiently. Retraining was conducted at the facility. The technique used to insert the catheter most likely contributed to the leakage from the connection.

Event description:
Catheter connector (epimed) came undone the day after originally placed. Patient went to ER and had catheter reconnected. (Purchased custom kit 7000227) update (B)(4) 2009: catheter connector was leaking, so patient went to ER. ER physician reseated the connector, leakage stopped, and infusion continued until completion.